Event description:
Customer called to report that the insulin pump alarmed button error. Customer's blood glucose reading was 200 mg/dl. No significant events leading to the alarm were observed. Troubleshooting was done. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump was received with cracked case at reservoir tube lip. The insulin pump was received with minor scratches on lcd window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.